Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker dependant patient experienced several syncopal events. The right ventricular (rv) lead exhibited high shocking impedances of greater than 200 ohms along with normal pacing impedances. Attempts to illicit noise during isometrics were attempted and noise was found. The patient was admitted to the hospital and telemetry showed a definite pause in the qrs complex which the physician thought was loss of capture (loc). Boston scientific technical services (ts) was consulted and suggested that there could be potential for oversensing on the rv which could lead to pacing inhibition on both the rv and left ventricular (lv) lead. Changing the programming to bi ventricular trigger could help. Ultimately, the physician felt it was best to explant and replace the device. The lead remains implanted and is use with the new device. To date, no additional adverse patient effects have been reported.